Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller was changing from one power source to the other, even though batteries indicated being fully charged. The controller and respective batteries were exchanged and returned to the manufacturer. Evaluation of the controller did not reveal any functional or visual defects. Log file review was able to confirm the reported "power switching." Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Z-1917-2015 field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of five reports (3007042319-2014-03991, 2015-03992, 2015-03993, 2015-03994 and 3007042319-2015-03995) submitted for devices related to the same event.

Event description:
It was reported from (B)(6), that the patient's controller was continuously changing from one power source to the other, even though batteries indicated being fully charged. The controller and two (2) batteries associated were returned to the manufacturer for evaluation. Two batteries associated with this event were not returned to the manufacturer. No patient harm or injury was reported as a result of the reported event.